Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor passed motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer stated that the alarm occurred 3 times in the last 30 days. Customer does not use the sensor feature on the pump. Customer is able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was asked to return the pump for analysis. No additional information provided.